Event description:
It was reported that the patient had multiple low flow alarms, driveline fault alarms, and excessive draining of their batteries that started on (B)(6) 2022. The next day, the patient presented to the emergency department (ed) with recurrent low flow alarms the pump stopped. The patient immediately switched over to their backup system controller. It was noted that the driveline fault alarms did not resolve with the controller exchange. It was reported that the patient stated that the white power lead was the reason for power cable disconnect alarms. This could not be confirmed by the account. Related manufacturer report number: 2916596-2022-10731.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cable being damaged was confirmed; however, the reported power cable disconnect alarms were not confirmed. The provided log file from this system controller (serial number (B)(4)) contained data spanning approximately 15 days ((B)(6) 2022 per timestamp). However, no notable events regarding the controller were observed. All observed driveline fault/pump stop events will be addressed via the pump¿s investigation (manufacturer report number: 2916596-2022-10731). The returned system controller was observed to have a damaged white power cable upon arrival, as a tear was observed that revealed the cable¿s inner shielding. The controller was functionally tested and was found to perform as intended despite the damage. Atypical alarms were unable to be reproduced throughout all testing, even when the damaged cable was manipulated by hand, and the controller operated the mock loop as intended. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. F, ¿how your heart pump works¿) instructs users that the 11-volt backup battery should only be used as temporary support in a power loss emergency. Inappropriate use of the backup battery may result in diminished runtime during a power loss emergency. The heartmate ii patient handbook (rev. F, ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with power cable disconnect conditions. The heartmate ii patient handbook (rev. F, ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. F, titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.